Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a nanoscopy the camera stopped working. As the hospital had no second device available to proceed further, the surgery needed to be aborted. A second surgery will be necessary.

Manufacturer narrative:
Complaint confirmed. This evaluation determined that the reported event occurred due to a damaged device tip that resulted from misuse.

Event description:
Additional event details: update12-nov-2020: a knee nanoscopy, anterior cruciate ligament (acl) cyclops removal was performed with a local anaesthesia. During the procedure the joint and ligaments were examined, where the camera was damaged the image suddenly disappeared. The second surgery took place on (B)(6) 2020.

Manufacturer narrative:
Additional event update with no device return is the reason for this supplemental submission. Update 12-nov-2020: a knee nanoscopy, anterior cruciate ligament (acl) cyclops removal was performed with a local anaesthesia. During the procedure the joint and ligaments were examined, where the camera was damaged the image suddenly disappeared. The second surgery took place on (B)(6) 2020.